Event description:
The reporter stated that the surgeon had inserted a competitor's lens using a indigo-p injector and the lens tore. The surgeon removed and replaced the lens with another model lens with no pt injury.